Manufacturer narrative:
Lead model 3387s-40 lot # v690087 implanted: (B)(6) 2011 explanted: na extension model 7482a40 serial # (B)(4) implanted: (B)(6) 2011 explanted: na concomitant system: neurostimulator model 7426 serial # (B)(4). Implanted: (B)(6) 2011. Explanted: na. Lead model 3387s-40 lot # v855467 implanted: (B)(6) 2011. Explanted: na. Extension model 7482a40 serial # (B)(4). Implanted: (B)(6) 2011. Explanted: na. (B)(4).

Event description:
It was reported that the patient called their outpatient psychiatrist with a complaint of suicide ideation. The patient was brought to the emergency department by their spouse and admitted to the psychiatric floor on (B)(6) 2012 for inpatient treatment. The patient underwent a full psychiatric evaluation with adjustments to their medications and programming to their implantable neurostimulator. The patient was discharged on (B)(6) 2012 with resolution of the suicide ideation.